Event description:
It was reported that there was a white floating particle in a small volume intermate. This was identified before patient use. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15a005 was manufactured from january 6, 2015 to january 7, 2015. Visual inspection was performed and a white floating particle was observed in the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.